Manufacturer narrative:
(B)(4). Batch # = n90545. The analysis results found that the er320 device was returned with one clip jammed between the top shroud and the floor; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 13 clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip. No malformed clips were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the clip was malformed in the jaws of the device, no further information available.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third firing the clip malformed in the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.